Event description:
Home pt (hp) reports shoulder pain due to excess air infused into peritoneal cavity during apd treatment. Hp reports the pt connected self to set before line was completely primed. Hp reports pain has subsided on it's own with no medical intervention required as a result.